Manufacturer narrative:
Corrected information: the reported death event was considered deemed as device related, and not deemed as not device related as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance medtronic¿s paramount mini and visi pro stent system. Survey results received for a cardiovascular surgeon with 28 years¿ experience who was been using the paramount mini stent since 2016 and the visi pro system since 2017. The respondent utilized the paramount mini stent system in 10 procedures to treat occlusions, lesions at high risk for abrupt closure or threatened closure following percutaneous transluminal angioplasty (pta), carrying out 5 of these procedures within the last 12 months. 8 procedures were carried out using the paramount mini stent system to treat lesions believed to be at high risk of stenosis following pta in the renal arteries, with 4 of these being carried out within the last 12 months. For palliative treatment of malignant neoplasms in the biliary tree, the respondent performed 6 procedures, 3 of these within the last 12 months using the paramount mini stent system. The respondent has reported a complication of death associated with peripheral interventions. The death event was considered to be not at all concerning and was not deemed as device related. During use of the visi pro stent system, the respondent reported no device related complications.